Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-00748. The patient's scs system consists of two percutaneous leads from different lots. It was reported that two of her lead contacts exhibit invalid impedance measurements. An appointment has been scheduled for further interrogation. The patient has temporarily discontinued use of her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.